Event description:
Complainant alleged that while attempting to treat a patient a 70-year-old (gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to wrong lead view selected. In order to view the signal from pads, the user has to be in pads view. Review of the logs confirmed that the device remained in lead ii view throughout the case. The device was recertified and returned to the customer. The electrode pads and multi-function cable were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.